Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had a bottom row of contacts were detached which was confirmed via x-ray. The physician opted to replace the lead and patient was doing well postoperatively. The explanted lead will not be returned.